Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent partial removal surgery on (B)(6) 2010 during which the surgeon noted a portion of the mesh was protruding and balled up in the hernia defect, with omental adhesions to the mesh. A portion of the mesh was removed before the repair was complete. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/12/2022. Additional b5 narrative: it was reported that the patient experienced recurrent ventral hernia following surgery.

Manufacturer narrative:
Date sent to the FDA: (B)(4). Additional b5 narrative: it was reported that the patient underwent ventral hernia repair with lysis of adhesions on (B)(6) 2010 and proceed was implanted. Previous proceed mesh had torn away. Adhesions were taken down. A portion of the distressing mesh was excised. The patient experienced adhesions and bulge. Other procedure was captured in a separate file. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.